Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: this complaint is related to an additional complaint. 69-year-old female was enrolled in the french reimbursement study and had a tevar (thoracic endovascular aortic repair) for a type b dissection on (B)(6) 2021. The primary tear was distal to the left subclavian artery and the distal location was at the bilateral common iliac arteries. The proximal seal zone (18 mm) had no tortuosity, calcification, occlusive disease, or thrombus. A zdeg-pt-38-204-pf (complaint device) was implanted without difficulty. The degree of oversizing was not reported. No molding balloon was used. The graft fabric completely covered the left subclavian artery which was revascularized during the implant procedure. The device was patent without device integrity issues at the end of the procedure. Continued flow into the false lumen was reported as a type ib (distal) endoleak. The patient was discharged on (B)(6) 2021 with no further intervention plans reported. 3 images were provided and shows a preoperative CT angio ((B)(6) 2021), an x-ray angio/aortogram during procedure ((B)(6) 2021), and a 2-days postoperative CT angio ((B)(6) 2021). Per imaging review the type 1b endoleak was unconfirmed based on: ¿false lumen perfusion is seen from the mid to distal graft segment from retrograde flow via a distal re-entry tear about 27 mm distal to the graft edge. No contrast is seen around the distal graft within the true lumen, so this is not an endoleak. The distal graft appears to have circumferential intimal apposition in the true lumen and is moderately compressed to 28 x 25 mm in diameter¿. The current information provided does not suggest device failure. Conclusively, it seems appropriate to unconfirm this complaint based on the provided information and imaging review. An related additional complaint already exists regarding the secondary tear and opening a new complaint is therefore not warranted and information regarding the re-entry/secondary tear will be handled in the additional complaint. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2021 during the index procedure, a zdeg-pt-38-204-pf (lot# 2764286) was implanted without difficulty. The degree of oversizing was not reported. A molding balloon was not used during the procedure. And no other devices were placed. Primary indication for implant was an aortic dissection. The primary tear was distal to the left subclavian artery. The proximal location of the dissection was within the left subclavian artery and the distal location was the bilateral common iliac arteries. There were no reported re-entry tears. The 18 mm proximal seal zone had no tortuosity, calcification, occlusive disease or thrombus. The graft fabric completely covered the left subclavian artery which was revascularized during the implant procedure. Continued flow into the false lumen through the primary tear was reported via a type ib endoleak. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.